Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother reported via phone call that the customer was hospitalized with high blood glucose on (B)(6) 2015. Customer's blood glucose was 1050 mg/dl at the time of admission. It was reported the customer was hospitalized with high blood glucose. The mother also reported a no delivery alarm and a low reservoir alarm occurring. The mother stated the cause of the hospitalization was from diabetic ketoacidosis. Customer was still hospitalized at the time of the call. Troubleshooting found the drive support cap was not damaged on the insulin pump. The mother declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer's current blood glucose was 138 mg/dl. The customer will not be returning the product for analysis.